Event description:
It was reported that patient underwent a revision procedure utilizing a plug puller on (B)(6) 2012. During the procedure, the plug puller fractured and was left in the patient's bone. No further information was provided to date.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. The appropriate product identification necessary to review manufacturing history was not provided. Device availability - the remaining portion of the device is reported to be available for evaluation; however, it has not been received by biomet orthopedics to date. In the event that the device is received and evaluated, a follow up report will be sent to the FDA to provide results.